Manufacturer narrative:
Returned for evaluation was one drainage catheter. As received, the customer only returned the hub for evaluation; catheter tubing was cut just distal from the strain relief. Exodus drainage catheters are a purchased device from supplier/contract manufacturer (B)(4). (B)(4) was issued (B)(4) along with the returned sample for evaluation/root cause determination and device history review of supplier lots as per (B)(4) results from (B)(4), visual review confirmed that the hub body was cracked at the parting line. This complaint is not manufacturing attributable. No correction is required as (B)(4) did not attribute the hub crack to be manufacturing related; root cause cannot be determined. The customer's reported complaint description of hub cracked was confirmed based on sample evaluation. Although the complaint description of cracked hub is confirmed, a definitive root cause cannot be determined. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for which is supplied to the end user with this catalog number states, "warnings: do not use this catheter with alcohol. Placing a 10 french or larger catheter as the primary drain before formation of a tract may be difficult in some patients. In these patients, the initial biliary drainage should be started with a smaller (8 french) catheter until a suitable tract allows placement of a larger catheter. Where long-term use is indicated, it is recommended that indwelling time not exceed 90 days. This catheter should be evaluated by the physician on or before 90 days post placement." Labeling review: directions for use (dfu) aw1005142-01 states the following: caution: all connections must be secure and airtight. Perform inspections of the catheter and connections regularly. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported an issue with an exodus multipurpose drainage catheter 10f. Five days after the device was placed, the patient required removal of the drain due to a cracked hub. The catheter was replaced with another of the same device. The patient did not experience any adverse effects or harm as a result of this incident. It was indicated the reported device is available for return to the manufacturer for a device evaluation.